Event description:
Defective/unusable tubing. The white pieces of the tubing that click into the pumps are defective and/or backwards and do not load properly into the pump. Unusable tubing. FDA safety report ID# (B)(4).